Manufacturer narrative:
(B)(4). Batch #m92p6h. The device was returned with the upper jaw damaged with half of the upper jaw broken and detached from the device and returned with the device. In addition, the cable was received cut off. Due to the returned condition of the device, no functional testing could be performed. Although no definitive root cause could be drawn as to how this severe damage occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaws of the device came apart while closing down on the tissue. Case completed with another device. There were no patient consequences reported.